Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and suboptimal transseptal puncture. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip nt, was inserted without issues. The clip delivery system (cds) was curved more than 90 degrees and grasping was performed. However, the after repeated grasping, the clip became caught in chordae and one gripper was no longer lowering. Therefore, the clip was removed and replaced. A third clip, a mitraclip ntw, was then inserted. However, due to anatomical issues, optimal height above the valve was not obtained. Therefore, the clip was removed from the patient. The procedure was discontinued, and the mr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. The reported improper or incorrect procedure or method during procedure and clip caught in chordae could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported clip caught in chordae was due to procedural circumstances. The reported single gripper actuation issue was a cascading event of the reported clip caught in chordae. The reported improper or incorrect procedure or method was associated with the user curving the device more than 90 degrees. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: h6 medical device problem code: 1157 added.